Manufacturer narrative:
The returned device had the cannula assembly deployed. Corrosion was observed on pcb and the download data showed that the device generated an 0x3d alarm as a result of the corrosion. The batteries were also depleted due to the corrosion. A tear was observed on the unexposed portion of the soft cannula. A leak test was performed and fluid did not exit the distal tip of the soft cannula; fluid was observed diverting and exiting through the tear. The internal leak contributed to the corrosion observed inside the device which resulted in the hazard alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to approximately 20 mmol/l (360 mg/dl). The patient reported the pod alarmed after setting a bolus. The pod was worn on the patient's hip/buttocks for between 1 and 4 hours.